Manufacturer narrative:
(B)(4) follow up emdr for correction: annex a code corrected to better characterize failure. Correct code : a0202 - defective component (2292).

Event description:
The following information was provided by the initial reporter, translated from spanish to english: verbatim: clinician experienced: thread breakage - delay of patient therapy (not resulting in harm).

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Event description:
It was reported that the unspecified bd q-syte¿ luer access split septum (stand-alone device) the customer experienced a damaged septum. The following information was provided by the initial reporter, translated from spanish to english: verbatim: clinician experienced: thread breakage - delay of patient therapy (not resulting in harm). It was reported that clinician and/or any patients have encountered leakage and difficulty unscrewing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.